Event description:
It was reported that a pump over infused tpn to a pt. The infusion was programmed to deliver 2160ml at a rate of 90ml/hr. The customer stated that the infusion ended approx 5 hours early. It was also reported that the customer performed 6 subsequent flow rate tests with the device in question. During each test, the device performed as expected. Also, at the start of the reported event infusion, a new pt was not selected and consequently the previous "volume given" was not cleared.

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. A flow rate test was performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. A flow rate test was also performed per the sigma preventive maintenance procedure and the device was found to deliver within specification. Additionally, excessive drip and pressure testing was conducted at 60 degrees fahrenheit with the unit passing. Review of the history log supports the reported event parameters; however, no malfunction could be identified.